Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the had not felt stimulation since (B)(6) 2017. It was also reported that the ins was not connecting with the ins recharger (insr) since (B)(6) 2017. It was reported that the patient needed to be reprogrammed. The caller stated that they saw a symbol on the insr that said that the patient needed to have the ins restarted. The caller did not have the insr with them at the time of the call. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the cause of the loss of stimulation and the inability to connect was unknown. The patient's stimulator was reprogrammed on (B)(6) 2017 and the issue was resolved. No further complications are anticipated.